Event description:
Blood noted to be backing up into neonate's tpn tubing and lipids noted to be leaking onto the bed. Rn confirmed that all connections were secure and notified the neonatal nurse practitioner who suggested changing the neutron cap. New neutron cap primed and exchanged using sterile technique. When attempting to flush the line the nurse noted the line would not flush. Tpn filter and lipid tubing exchanged and line flushed with ease.